Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1133 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported 2fr catheter showed a micro hole, observed before performing the insertion, during salinization of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a per-q-cath catheter were returned for evaluation. An initial visual observation of the photograph showed the catheter appeared to have been trimmed just distal to the 10 cm depth marker. The t-lock was observed to be on the luer hub of the catheter; however, the stiffening stylet was fully removed and not shown in the returned photograph. A syringe was observed to be attached to the extension leg of the t-lock. An initial visual observation of the video showed the catheter being held upright while being infused with a clear liquid. Small leaks could be seen in the catheter tubing near the 6 cm and 7 cm depth markers of the catheter in the returned video. While the exact cause of the leak in the catheter could not be determined, possible causes include stylet damage, over-pressurization, and instrument damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported 2fr catheter showed a micro hole, observed before performing the insertion, during salinization of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was observed in the catheter between the 5 cm and 6 cm depth markers. A microscopic observation revealed multiple small splits in the catheter tubing at the location of the observed leak. These splits were observed to be mostly straight and somewhat rough, and were found to be grouped together in similar, patterned angles. Additional damage was observed on the inner wall of the catheter around the area of the observed splits. The shape, location, and extent of the damage observed in the returned sample indicate the catheter was most likely damaged due to excessive friction from the internal stiffening stylet, which can occur if the stylet is not properly hydrated, if the stylet is inserted or withdrawn quickly and/or at a sharp angle, or due to excessive manipulation of the stylet. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported 2fr catheter showed a micro hole, observed before performing the insertion, during salinization of the device. No other information was provided.